Event description:
It was reported that the pump housing was splitting apart, consistent with screen bezel separation on a hardware component. Symptoms included no reported clinical effects, no alerts or alarms, and no changes in blood glucose status. Outcomes included no impact to health and no need for medical intervention or hospitalization. Investigation included customer interview and case triage. Investigation of this case revealed a physical enclosure separation consistent with a mechanical integrity issue of the external housing and display bezel. It was concluded, based on previously established findings for similar reports, that the cause was product mechanical failure of the enclosure.